Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received fully deployed with the slide insert visible in the viewing window. No damages or defects were observed in the needle mechanism. The environment seal was inspected and no damages, deficiencies, or evidence of the needle deploying into the environment seal were found. The bottom housing was inspected and no damages, deficiencies, or evidence of the needle deploying into it were found. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would prevent the needle from deploying as intended. Pod data indicates insulin was delivered as intended during operation with over 200 pulses delivered. No problem was found. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.